Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a 3100a driver displacement indicator (ddi) printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component found that it took several tries of pressing the start/stop button to stop and restart the unit again. The evaluation isolated the issue to an intermittent response from the start/stop switch.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during ventilation, the start/stop button did not stop the driver on the ventilator. There was no patient harm associated with the reported issue.

Manufacturer narrative:
A carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the driver displacement indicator (ddi) printed circuit board assembly (pcba) and calibrated the unit. The fsr performed a functional verification and the unit passed successfully. The unit meets manufacturer specifications.